Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an informational power on reset was seen on the recharger but a warning power on reset was on the programmer. The clinician programmer showed the implant was discharged and when they tried to connect with the recharger they weren't able to connect. They then got four bars and eventually got eight which was what the patient typically saw. The power on reset was determined to be 0x400 and was cleared and the patient was going to charge the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was seeing a power on reset (por) screen. The por was a warning message that could not be cleared. The patient was forwarded to their healthcare provider (hcp) to have the ins interrogated. The patient did not have a doctor, but goes to a pain management facility. It was reviewed to have the facility coordinate an appointment with the manufacturer's representative (rep). No further complications were reported or anticipated. No symptoms were reported.